Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that powerglide broke off into customer's vein during placement. Additional information received july 16, 2024: course of events: (B)(6) fractured catheter upon insertion. Vascular surgeon consulted. 7/11/24 left humerus xray done. Exploration of left arm veins by md, unable to locate fragment of catheter. Cvc triple lumen right: placed by md (unable to use bue for vascular access: rue (+) for dvt, lue presence of catheter fragment on brachial veins 7/12/24 CT of left upper extremity without contrast: prescence of 1.8 linear hypodensity which could represent catheter fragment within the anterior arm soft tissues (B)(6) 2024 exploration of left arm removal of cephalic, basilic and brachial vein from antecubital fossae to axilla along with adjacent branches. Unable to locate. (B)(6) 2024 no further surgical intervention. Placed on comfort care measures.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken powerglide is confirmed; however, the exact cause is unknown. Two photographs of a powerglide pro were returned for evaluation. An initial visual observation of one of the photographs showed two powerglide catheters of different lengths. About 2 cm of the catheter on the right appeared to be missing; however, no details of the break site could be discerned from the returned photograph. Use residue was observed on and within both catheters. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that powerglide broke off into customer's vein during placement. Additional information received july 16, 2024: course of events: (B)(6) fractured catheter upon insertion. Vascular surgeon consulted. (B)(6) 2024 left humerus xray done. Exploration of left arm veins by md, unable to locate fragment of catheter. Cvc triple lumen right: placed by md (unable to use bue for vascular access: rue (+) for dvt, lue presence of catheter fragment on brachial veins. (B)(6) 2024 CT of left upper extremity without contrast: prescence of 1.8 linear hypodensity which could represent catheter fragment within the anterior arm soft tissues. (B)(6) 2024 exploration of left arm removal of cephalic, basilic and brachial vein from antecubital fossae to axilla along with adjacent branches. Unable to locate. (B)(6) 2024 no further surgical intervention. Placed on comfort care measures.